Manufacturer narrative:
The insulin pump passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was returned for low battery alarm confirmed in the long trace. Detailed trace analysis confirmed the insulin pump alarmed low battery was triggered when the backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes due to non-sleep anomaly software error. The insulin pump was monitored and no display anomaly noted. The insulin pump was programmed boluses and monitored. All boluses delivered completely and were properly recorded in the bolus history screen. The insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay and keypad overlay texture damage.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was returned for low battery alarm confirmed in the long trace. Detailed trace analysis confirmed the insulin pump alarmed low battery was triggered when the backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes due to non-sleep anomaly software error. The insulin pump was monitored and no display anomaly noted. The insulin pump was programmed boluses and monitored. All boluses delivered completely and were properly recorded in the bolus history screen. The insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay and keypad overlay texture damage.

Event description:
It was reported of a low battery alert and display anomaly from the insulin pump.